Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representatives. "Customer claims this unit is alarming vent inop, they are requesting for field service to come in and correct this problem. They claim this unit was not on a patient when the problem occurred."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversations with a user facility representative. (B)(4). The carefusion field service representative evaluated the device and was unable to reproduce the alleged failure and therefore no root cause was identified. The carefusion field service representative ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service.